Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) after fixating, that there was resistance noted when transitioning to long tether mode. Tether break was suspected and the device was attempted to be redocked but the physician was unable to do so. The protective sleeve was advanced over the ralp and the entire delivery catheter was rotated counterclockwise to disengage. There was slight ralp screw elongation noted. The physician elected to complete the procedure with a new delivery catheter and ralp. There were no patient consequences.